Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "distal end chipped" was confirmed. According to henke: scope evaluated as a level 3. Tip and fiber damage, distal lens cracked, scratches and dents. Probably root cause for this failure is: the complaint for ¿distal lens chipped¿ has been confirmed for failure description. The device manufacture date is not known the reported failure mode will be monitored for future reoccurrence.